Event description:
It was reported that balloon rupture occurred. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was in good stable.

Manufacturer narrative:
Device evaluated by MFR: the pcb was returned for analysis. A visual examination identified that the balloon protector had been removed from the device. The balloon was subjected to positive pressure. No issues were noted with the balloon material. Inflation of the balloon could not be carried out due to damage to the shaft of the device. A visual examination found no damage or issues with the blades of the device. All blades were intact and fully bonded to the balloon material. No issue was observed with the tip or markerbands of the device. A visual and tactile examination found the shaft of the device to be damaged at approximately 180mm proximal of the proximal balloon bond. A leak test was carried out when liquid was observed leaking from the shaft at the site of the damage.

Event description:
It was reported that balloon rupture occurred. A 7.00mm / 2.0cm / 90cm 2cm peripheral cutting balloon was advanced for dilation. During the procedure, the balloon ruptured inside the patient's body. The procedure was completed with another of the same device. No complications were reported, and the patient was in good stable.